Manufacturer narrative:
D9: updated device return information. D3: updated device evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: data logs were not returned. The device was returned for evaluation. Optical sensor issue: the clinical details stated that there was an optical sensor system error that persisted after troubleshooting and exchanging the console. A new 5.5 was implanted and there were no issues. There were no data logs returned. The returned product was looked at and there were no damages noted on the patient cable or the catheter. 5s parameters were taken and revealed a hard failure with snr of 0, gain was 0.60v, contrast of 100%, and lamp of 100%. A laser continuity test revealed light leaking from multiple places within the inside of the red handle. The inside of the red handle was opened, and it showed that the fiber was kinked at a 90 degree angle against the post, and then the tubing of the fiber appeared to be clamped by the closing of the red handle in two locations. Upon further inspection of the fiber line, it was not broken at the clamped location. When it was moved around, light no longer leaked there indicating it was likely kinked. Light remained leaking from the location that was bent around the post. The ferrule was disconnected inside the right handle and laser continuity was performed again for the sensor side, showing that the sensor was not broken and still functional. Based on the clinical details and product returned, the root cause of the optical sensor issue was due to a damaged fiber line likely from manufacturing. This device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported that a patient experiencing worsening heart failure and in the process of being worked up for a durable left ventricle assistance device or heart transplant was implanted with an impella 5.5. During preparation of the impella 5.5 for insertion, it was reported there was an ¿optical sensor system error¿. After multiple troubleshooting attempts and exchanging the automated impella controller, the error persisted. The decision was made to abort the insertion of the impella 5.5 and implant a new impella 5.5. The new impella 5.5 was prepped with no alarms and was successfully implanted without complications. No patient harm was reported in relation to this event. Additional information regarding the second impella 5.5 and the final patient outcome was not available in the complaint record accessible for MDR assessment at time of reporting.